Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) impedance measurements of greater than 2000 ohms as well as low sensing. The physician noticed this measurement at the beginning of the year, and chose to wait until device replacement time to do anything about it. As the patient rarely paces in the atrium, the device programming had been changed to vvi. At the recent device change out procedure, the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.